Manufacturer narrative:
B3 approximated.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would not deflate properly during the prepping process. There were no patient complications reported.

Manufacturer narrative:
B3 approximated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders passed visual inspection and leakage test. Momentary squeeze (ms) pump was microscopically inspected, and the ms pump deflation ball was seated too far forward. Ms pump failed deflation tests. Ms pump passed the leakage test. Based on the information available and analysis results; the deflation ball being seated too far forward and the ms pump failure of deflation tests could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would not deflate properly during the prepping process. There were no patient complications reported.